Manufacturer narrative:
On 1/29/2020, mentor became aware that the patient also experienced the following: three and half tumors were removed from her parathyroid, patient can barely leave house or get out of bed, sweats all the time, can barely shower, feels like pins and needles poking skin 24 hours a day, feels like going to die, had shoulder surgery on both shoulders because inflammation and bone spurs in shoulders, had multiple emergency rooms visits, three surgeries within the past year and half, can barely hold phone in had and had dry skin and rashes on thighs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2020, mentor received additional information regarding additional symptoms that the patient is experiencing. The symptoms are the following: cannot eat, every bone and muscle in their body hurts, itching, everything is numb and tingling, headaches, and cannot walk. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was rescheduled for implant explantation surgery on (B)(6) 2020. Mentor became aware that it was erroneously indicated in the initial report sent on (B)(6) 2020 (section b5 and section h10), that mentor at that time had no information regarding explantation or an expected explantation date. At that time, mentor was aware that the patient was scheduled for implant explantation surgery on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, device migration manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered several unexplained systemic symptoms, including pain in neck, pain in chest, pain in shoulders, pain in hands, feeling sick , nausea, dizziness, losing hair, unable to sleep, bilateral breast pain, tired, weak, body shutting down, brain shutting down, anxiety, depression, and hyperparathyroidism for which they had thyroid surgery for on (B)(6) 2019. It was also reported that the right breast has dropped overtime and that they have mild animation deformity bilaterally. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 7, 2020, mentor received the following additional information: "your company is responsible for all my illnesses. My diseases. All my surgeries. All my auto immune diseases. I had to have 6 surgeries because of these moldy metal toxins. My breasts are now flat and saggy. I don't feel like a real woman anymore! I need a lift or fat transfer." Per the additional information, the appropriate device code has been populated. On july 14, 2020, mentor became aware of the suspect medical devices' lot numbers and serial numbers: (right) (lot: 6009816 sn: (B)(6)) and (left) (lot: 6504967 sn: (B)(6)). Mentor also became aware that the suspect medical devices' implantation date was on (B)(6) 2012. On july 20, 2020, mentor received the following additional information: the patient is now experiencing hypoparathyroidism. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.